Event description:
I have recently switched to tampax pearl tampons due to having serious case of vagina itching, swelling, irritation, inflammation, cracking, and what my primary care and gynecologist described as "the worst case of a yeast infection" they have ever seen. I only ever received these symptoms during and right after my period had ended. We couldn't figure out why or how I was getting them till this week I finally switched after several years of using these tampons and have not had any side effects. I'm very upset because I loved these. I have several tests and appointments I can submit if needed. Reason for use: period, for 9 months.